Manufacturer narrative:
The field complaint that the transmitter would not power on was verified. During analysis, the visual inspection revealed that the green pcb contact strips had broken off from inside the power adapter causing the power supply to not power on. Physical damage is the cause of the complaint. The field complaint that the power supply prongs were burned could not be verified. During analysis, the visual inspection verified that the ac power adapter plug had no damage to the prongs.

Event description:
It was reported that a burnt mark on the transmitter prongs were observed. The transmitter replacement was mentioned. No patient consequences were reported.